Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Additional patient or event information is not available.